Manufacturer narrative:
This device is not available for sale in the united states, therefore there is no 510k applicable. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the asia pacific region involving pentax video colonoscope ec38-i10cf. In the event reported, it was stated that the image is foggy. The anomaly was detected in the procedure room before use. There was no adverse event reported with this complaint. No additional information was provided this complaint.